Manufacturer narrative:
(B)(4): eval, results: (stent graft misplacement, occlusion, perforation). (Inadvertently covering the hypogastric artery and aggressive ballooning). Eval, conclusion: (inadvertently covering the hypogastric artery and aggressive ballooning).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was 2 cm long and measured 24 mm in diameter below the renal arteries, then it went to 26 and 28 mm just above the aneurysm. The iliac vessels measured 9 mm in diameter bilaterally. There was no tortuosity or calcification noted. It was reported that both hypogastric arteries were inadvertently covered with the stent grafts. The physician re-wired one of the hypogastric arteries and implanted a stent. During the ballooning, which was too aggressive and the iliac artery at the iliac bifurcation was perforated by an other manufacturer's balloon. The physician extended with a 16 x 10 endurant iliac limb, covering the ruptured vessel. The pt lost about a unit of blood. At the end of the case there was no endoleak and the iliac was patent. No clinical sequelae were reported and the pt is fine. (Ref MFR# 2953200-2011-00447).